Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a vns dosing system (handheld computer, flashcard, and programming wand) was functioning but performed very slowly. The suspect dosing system was returned for analysis. No anomalies were identified for the computer and flashcard. Analysis of the programming wand revealed an intermittent conductor in the serial data cable, which produced communication errors. After a known good bench serial cable was substituted, all communication errors cleared.